Event description:
It was reported that the device had an illuminated service indication and would not deliver a defibrillation shock. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts information to the customer. Follow up with the reporter found that a third party biomed isolated the cause for the malfunction to certain components (unknown) on the therapy pcb and biphasic pcb assemblies. The device was repaired and proper device operation confirmed thru functional and performance testing. The device was then returned to service for use. The device or removed components were not returned to physio-control for analysis.